Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned complaint device consisted of the watchman delivery system (wds), with the implant was received inside the sheath. The implant was consistent with the reported information and the device was bloody. The hub, valve, sheath, tip, and core wire were microscopically and tactile inspected. Inspection revealed tip damage (tricuts flared/abrasions/ flattened/markerband damaged), sheath damage (abrasions/flattened), numerous sheath kinks and anchor damage. The tip/sheath was flattened for a total of 1 cm. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 25may2018. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was used to deploy a 27mm watchman® closure device. Once the closure device was full recaptured they found that the tricut tip was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed that the markerband was damaged.